Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that the system detected a mismatch in the two positioning sensors on the gantry longitudinal axle of plane a. As a result, the system movement speed is reduced followed by a relevant message ("reduced stand/table speed") displayed for the user. Some system functions (e.g. 3d) are unavailable. Upon investigation the customer service engineer adjusted the gantry longitudinal potentiometer and the system recovered. An extensive investigation could not be performed because the potentiometer was not returned for a detail investigation. The cause of the complaint could not be determined retrospectively. After hardware replacement there were no further issues and the system works as intended. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized. The incident is not classified as a reportable event after a thorough investigation as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.